Event description:
It is reported that a customer received a motor error alarm on their insulin pump. The patient's blood glucose level was 31 mmol/l at the time of the call. The customer's mother stated that there were no significant events that could led to the motor error alarm. The customer's mother was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The mother was advised to contact the nearest hospital to receive a replacement pump. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to faulty force sensor. The insulin pump passed the rewind, basic occlusion and displacement test. No motor error alarm noted. The motor passed motor test. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip and minor scratches on display window noted.